Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with another of same device. There were no complications reported and the patient condition was good. It was further reported that the rupture was noted on the second inflation. The balloon was blown to 20 atmospheres, and that at 10 seconds, it burst. There was a balloon piece attached to the catheter, and it could be removed from the patient's body as usual along with the entire balloon system.